Event description:
It was reported that the patient presented in clinic with several vf episodes. One shock was delivered but did not terminate the vf successfully. All subsequent shocks were aborted due to suspected output circuit damage. External defib was also utilized four times by ems personnel. Device replacement and lead testing were recommended. The patient was admitted to the hospital and monitoring was to continue until device replacement. However, it was later reported that care measures had been withdrawn due to no brain activity, and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.